Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system continued to beep when the foot switch was released. No patient injury was reported.